Manufacturer narrative:
Device evaluation summary: the biomed verified the reported issue and installed the gui (graphic user interface) central processing unit (cpu) pcb (printed circuit board). The field service engineer (fse) updated the software. The ventilator has passed all testing per manufacturer specifications and was returned to the customer. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as follows: it was reported that the 840 ventilator failed ventilator inoperative test with no audible alarm and no safety valve open leds on, graphical user interface (gui) screen was distorted. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator failed with a "vent inop" (ventilator inoperative). Additionally, while troubleshooting over the phone with medtronic technical support it was reported that there was no audible alarm and no safety valve open leds on. The ventilator was not in use on a patient at the time of the reported event.